Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device did not alarm when the tubing was clamped proximal to the device. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no additional info was provided.